Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodialysis access graft implant and temporary femoral hemodialysis catheter placement, the patient became tachycardic and hypotensive requiring surgery. At 11:22 am, the existing right femoral access catheter was removed and a standard .035 180 cm "j" wire was introduced intravascularly and advanced to the patient's right clavicle. At 11:26 am, an 8fr flexor 70 cm reinforced sheath was advanced using standard technique to the occlusion high in the svc and approximately 2 cm under the right clavicle. The guide wire was removed and imaging using contrast media and fluoroscopy was completed confirming the location. The central venous access device (surfacer system) was inserted into the access sheath and transitioned to the distal end with moderate resistance due to the patient's challenging anatomy. The tip of the central venous access device (surfacer system) was advanced through fibrotic tissue approximately 4 cm in total with the opening of the central venous access device tip (surfacer system) in view under fluoroscopy, per the procedural steps with angulation on the image intensifier above the clavicle as described in the IFU. The exit target marker was placed per IFU under fluoroscopy, to the desired exit location. Ultrasound imaging confirmed that no collateral vessels from the pre-procedural imaging were in view. The central venous access device (surfacer system) was then advanced slowly per IFU, for a clean needle wire exit on first attempt by the physician. The needle guide was immediately retracted to the safe position and confirmed by the physician and clinical specialist. The exit introducer was placed over the needle wire and clamped with the distal tip of the sheath touching the shaft of the central venous access device (surfacer system). The sheath was pulled and guided between the operators to a low ra position and the dilator of the exit sheath was removed. The central venous access device (surfacer system) was removed at 11:42 am from the patient. The anaesthetist confirmed that the patient was hemodynamically stable, and the ECG was normal, post central venous access device (surfacer system) removal. An 8 mm pta balloon was then advanced and dilatation performed. The pta catheter was then removed. The permanent hemodialysis access graft and components were then prepped for insertion. The outflow component of the dialysis graft was introduced and placed within the patient's inferior vena cava [ivc] with moderate resistance. At this time (~12:30 pm) the anesthetist had noticed a drop in the patient's blood pressure and a change in the patient's heart rate. The patient was then re-draped and prepped for the hemodialysis access graft implant and temporary right femoral dialysis catheter insertion per physicians' instructions. The dialysis graft was then tunneled from deltoid clavicular incision to right elbow and connected. The venous outflow component was then pulled back under fluoroscopy to the upper right atrium. The graft and outflow component were successfully connected. The excess graft material was removed and anastomosed to fistula stub. The patient was then prepped to leave the operating room per hospital protocol (13:40 pm). The anesthetist reported that the patient was still tachycardic and hypotensive. The decision was made by the physician to send the patient to the CT suite for imaging. The CT scan revealed blood within the patient's pericardium, gall bladder and portal vein. A cardiologist was called to insert a drain [pericardiocentesis] into the pericardium, which was done under echo guidance. Approximately 700 ml's of blood had been withdrawn but the pericardial space was still showing fluid retention. The patient was transferred to cardiac surgery (16:30 pm). The surgeon performed a thoracotomy and discovered the hemodialysis access graft's venous outflow component [voc] was implanted outside the superior vena cava [svc], with the end entering the right atrium [ra] through the patient's atrial wall. The atrial wall was sealed around the voc and the patient's chest was closed. As of (B)(6) 2018, the patient was recovering well, and was due to be transferred back to the care of the infirmary.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. Based on the details provided by the account the root cause is attributed to use error. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.